Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Investigation summary: the product was returned to eth for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the strap25 device was returned with no apparent damage, and the foil was returned along with the instrument. In an attempt to replicate the reported incident, the provided device was activated manually and in the next actuations, no straps were fire even though the device was being actuated on several occasions. Upon disassembly, the prongs of the fork were found deformed, causing the firing issue, and sixteen (16) straps were found inside the cannula shaft. The event reported was confirmed and is related to improper use of the device, with a possible cause being firing into bone or another hard surface, thus rendering the device unusable. The instructions for use state that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera. Each device is visually inspected and functionally tested during manufacturing to ensure it meets required specifications prior to shipment. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an inguinal herniorraphy vlp on (B)(6) 2025 and absorbable straps were used. After the application of the first clip with the device, without complications, the other clips did not fix properly. It was observed that they stopped and only went out after several attempts, presenting themselves twisted and not working. Faced with the failure, the surgeon interrupted the use of the batch in question, continuing the procedure with a new batch, which worked correctly and allowed the completion of the surgery without other complications. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: did this issue contribute to any patient adverse event? No. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H.6.: component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.